Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl; cause was not known. A correction bolus via the pump and a manual insulin injection was administered to address bg. Although requested, the customer declined to perform system check with tandem technical support. Reportedly, customer continued using pump for insulin therapy.